Event description:
Customer reported hospital due to high blood glucose. Customer is sick and had an utc and high blood glucose. Customer also has chest pains. Customer stated that the high is due to being sick and medication. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.